Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient's right ventricular lead exhibited noise. It was further noted from fluoroscopy that the lead had clavicular crush. The lead was explanted and replaced. The patient was stable.